Event description:
Manufacturer received device-tracking information indicating that patient underwent ncp system replacement surgery due to lead discontinuity. Both the lead and generator were replaced.